Event description:
The user received questionable c-reactive protein generation 3 (crp) results from the cobas c501 analyzer serial number (B)(4) and provided data for 13 patient samples. Of the provided data, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 1.52 mg/dl with a data flag and was reported. The repeat result was 8.84 mg/dl with a data flag. A corrective report was sent and the patient was not adversely affected. The field application specialist determined there was a faulty reagent pack. He removed the current reagent pack and switched to the stand-by pack. He compared the patient sample results to a second analyzer line that was not giving the data flags. After switching to the stand-by pack, the patient results no longer had the data flags and matched the second analyzer line.